Event description:
As described by the company rep, the device started heating up at the start of the procedure. A backup unit was used to complete the procedure. There was no burn to the pt and no other adverse consequences reported.

Manufacturer narrative:
Device is available to stryker for eval. However, the mfg site has not yet received the device.